Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim shows a used instrument with a ball bearing and spring disassembled and missing. The device shows wear & tear that indicates successful use during a potential field age of approximately 4 years. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to previously addressed device design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a ball plunger was missing from the shim.